Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative retrieved the log files and adjusted the voltage at the fluoro functions board as well as adjusted the monitor standby time. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would lock up during fluoroscopic x-ray. No pt injury was reported.